Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited out of range left ventricular (lv) lead impedance measurements. This crt-d system remains in service. No adverse patient effects were reported.